Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture/pain (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who had 375cc mentor memorygel breast implant placed experienced bilateral breast pain, bilateral implant rupture, right sided seroma, and right sided capsular contracture post procedure. The right breast had hardened, was sitting high, and had fluid accumulation. Swelling was also noted. As a result, bilateral removal and mastopexy was performed on (B)(6) 2020. See 1645337-2020-11424 for contralateral prosthesis report.